Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was explanted for early battery depletion. There were no additional adverse patient effects. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.